Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery failed to turn off and burned through the sheath, loban and started burning through a towel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Photographs were provided by the account. A visual inspection was conducted. Photographic inspection was conducted. The gray silicone insulation on the hot jaw was observed to be peeled at the tip, exposing the metal tip of the hot jaw. The gray silicone insulation on the hot jaw was observed to be cracked and whitish along the hot jaw. The heater wire was observed to be flexed away from the base to the tip of the hot jaw, but remaining attached at the tip. The device was returned to the factory on 05/13/2020. An investigation was conducted on 06/10/2020. The gray silicone insulation on the hot jaw was observed to be cracked and whitish along the hot jaw. A piece of gray silicone was observed to be peeled away at the tip of the hot jaw, exposing the metal portion of the hot jaw. The detached silicone was not returned for evaluation. There were slight whitish cracks observed on the along the length of the cold jaw. The whiteish cracks along the jaws indicate burn of the device. A pre-cautery test was performed per the instruction for use (IFU cv000006799) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the evaluation results, the reported failure "device remains activated" was not confirmed, but the analyzed failure modes "thermal decomposition of device", ¿material twisted/bent¿ and "peeled jaw" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery failed to turn off and burned through the sheath, loban and started burning through a towel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10 corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery failed to turn off and burned through the sheath, loban and started burning through a towel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.